Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: after applied on the vessel, the clip split in two with a pop. Half of the clip was retrieved, but the other half was not found. The surgeon continued to use the device, and the procedure was completed without further problem. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.